Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Revision op report: mechanical failure: "it was noted that there was overgrowth of bone and the anterior cruciate ligament was attenuated and baggy. It was therefore felt that the mechanism failure was progressive failure of the acl with lateral subluxation of the tibia and subsequent edge loading on the tibial component. Revision of left total knee replacement.

Manufacturer narrative:
An event regarding subluxation involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision op report: mechanical failure: "it was noted that there was overgrowth of bone and the anterior cruciate ligament was attenuated and baggy. It was therefore felt that the mechanism failure was progressive failure of the acl with lateral subluxation of the tibia and subsequent edge loading on the tibial component. Revision of left total knee replacement.